Event description:
It was reported that after inserting the anchor it was tested for pullout strength by surgeon and it came out. Surgeon resorted to using competitors anchor to complete repair. No patient injury reported.

Manufacturer narrative:
Investigator determined that complained device worked properly. A visual inspection was performed on the device and no issue was observed. Complaint of video output failure could not be reproduced and device passed functional testing. All device functions performed as expected. Root cause could not be determined since the reported malfunction could not be duplicated during the device evaluation process. A review of the device history records showed there were no indications to suggest that the device did not meet manufacturing specification or would not be able to perform as intended.